Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel in the left forearm. After placing 6fr non-boston scientific sheath, dilation was performed by pcb 6mm, but there was remaining stenosis. A 7.0mmx40mmx80cm (4f) sterling balloon catheter was then advanced for additional dilation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.